Manufacturer narrative:
The insulin pump was received with unresponsive down arrow buttons due to corroded keypad traces. No button error alarms or display ramping on its own anomaly noted. Analysis was unable to perform unexpected restart error test due to button keypad anomaly. The pump was received with cracked case at display window corners and battery tube threads. The pump was received with minor scratched display window, and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 126 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.